Manufacturer narrative:
Additional information: breakdown of the 1 event is as follows: haptic detached, stuck in cartridge - 1. Serial number of suspect products. (B)(4). Investigations was completed for the time period. The product was not returned. In all the investigations it was concluded that products met manufacturing release criteria and no product deficiency was identified. A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be file.

Event description:
This report summarizes <noe> 1 </noe> malfunction event. The event was related to lens damaged. There were no patient injuries reported associated to the events.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f and g. 4 date on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.